Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the filters and clean dust from unit, run the unit for an extended time to see if the blower high temperature error is duplicated, and perform a full (performance verification test) pvt.the customer stated the issue was resolved but no additional information was provided. Numerous attempts were made to obtain information on the repair of this device that have been unsuccessful. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02march2020.

Event description:
The customer reported high blower temperature. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.